Event description:
A malfunction alarm was reported with malfunction code malf 24, and the issue was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer agreed to use multiple daily injections as a backup therapy, and customer technical support arranged to send a replacement pump. Additionally, the customer was instructed on how to put the malfunctioning pump into storage mode and return it to tandem.